Event description:
The customer reported that there was no sound during functional tests due to the connector of the speaker not properly locked on the main board. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.